Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced trocar penetration through the bladder (organ perforation), constipation, urinary urgency, nocturia, constant thirst/polydipsia, vaginal irritation (irritation), nausea, dysuria, urinary tract infection (uti), urethral hypermobility, grade two cystocele, urge/stress/female/mixed urinary incontinence, unable to void/¿feels a blockage in urethra¿ (obstruction), abdominal pain, elevated blood pressure, abnormal bladder support, edema, bladder hypertonicity, bladder spasms (muscle spasms), urinary frequency, urinary leakage with coughing/lifting/sneezing/urgency, weight gain (weight fluctuations), fatigue, back pain, myalgia, unspecified bone/joint symptoms, irregular vaginal mucosa, rectocele, dizziness, hernia, delayed voiding, non-functioning interstim device (failure of implant), cramping (cramps), suprapubic/vaginal/pelvic pain, dyspareunia, vaginal mucosa atrophy, high post-void residuals, mesh extrusion, incomplete bladder emptying (urinary retention), mesh area tenderness to palpation, vaginal discharge, leukocytes in urine, pelvic pressure, discomfort, yeast infection (fungal infection), klebsiella/escherichia coli in urine (bacterial infection), unspecified kidney problems, and required additional surgical and non-surgical interventions.